Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded the upper threshold, displaying "high," but a specific value was not provided. The customer addressed high blood glucose by performing a correction injection using manual delivery method. To resolve the occlusion issue, the customer changed the infusion set and cartridge and continued with their insulin therapy.